Manufacturer narrative:
Method - although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected. (B)(4).

Event description:
Where a treatment plan's fields are reviewed, the complete irradiated area outline (ciao) shifted 2.5mm from the acquired ciao image. The image appears shifted on offline review with respect to the ciao, and it is not clear whether image was taken wrongly or offline review is showing it wrongly. No injury was reported.